Event description:
A physician reported that two ozark screws at c7 migrated and the securing mechanism of the five-level ozark plate fractured at the same level. The patient was revised. This record captures the five-level ozark plate.

Manufacturer narrative:
Visual inspection: upon review of the provided image, the construct was composed five (5) level plate, twelve (12) screws, and chesapeake interbodies. The construct spanned from c2-c7. The locking cover fractured and the screw migrations were confirmed to have occurred bilaterally, at the caudal-most level of the construct (c7). The screws were approximately 3.6mm proud. The explanted locking cover was returned for inspection- it was observed that the stem/swage fractured off of the cover. The explanted screws were not returned. Device history records review could not be performed as a valid lot code was not provided and could not be obtained. Complaint history records could not be reviewed for this lot as the lot number could not be obtained, however, a review for the catalog number was performed and no similar complaints were identified. Correspondence with rep states that it is not known if the patient was fusing. Incidences of this nature can be multifactorial. Upon review of the provided x-ray, it is possible that the interbody at c6-c7 could potentially be contacting the plate, which can create unanticipated loading. However, the positioning of the interbody could not be confirmed based on the provided image views. The integrity of the construct could have also been influenced by the number of levels instrumented. The use of a larger construct could have created an increase of dynamic loading at the caudal levels, contributing to the observed fracture and migration at c7. However, based on the available information, the cause of the reported event could not be established conclusively.

Event description:
A physician reported that two ozark screws at c7 migrated and the securing mechanism of the five-level ozark plate fractured at the same level. The patient was revised. This record captures the five-level ozark plate.